Event description:
It was reported that the charger provided a solid green indicator and showed the ilet as charging, but the ilet did not gain charge after approximately forty minutes and required repositioning, with similar episodes occurring multiple times; a replacement charger was sent after troubleshooting and education. Symptoms included none reported. Outcomes included no reported impact to health and no alerts or alarms. Investigation included customer interview, device use review, and troubleshooting that confirmed intermittent charging function despite correct setup. Investigation of this case revealed a suspected charger performance issue consistent with intermittent power delivery from the external power supply to the device. It was concluded, based on previously established findings for similar reports, that the cause was likely a faulty charger.